Manufacturer narrative:
No device malfunction occurred. Per the field service engineer (fse), testing of the device found alarms occurring properly and as expected. A review of the logs found that a vtach alarm did occur at 07:28 on (B)(6) 2017 for bed# (B)(4) and was silenced, as well as several other red alarms that occurred between 07:30 - 08:02. This information was provided to the biomedical engineer via email. This is considered a user alarm handling issue.

Event description:
The customer reported that the piic did not alarm for a vtach around 07:28 on (B)(6) 2017 for bed# (B)(4). The paced patient went into asystole. CPR was administered for 1 hour without success. The patient expired.